Event description:
It was reported that the procedure was cancelled and rescheduled post sedation. Two 1.50mm rotapro catheters and a rotapro console were selected for use in an atherectomy procedure. The patient was sedated. During preparation, the first 1.50mm rotapro started at a rotation speed of 250,000 rotations per minute (rpm), but the burr sounded very slow. It also sounded like the speed was fluctuating up and down as if the device was working harder than usual. The speed on the console remained at 250,000 rpm this entire time. The system was disconnected and reconnected, the gas pressure was checked, and the system was turned back on. The catheter was exchanged for another of the same. The second 1.50mm rotapro started at 170,000 rpm then quickly dropped to 150,000 rpm. The burr sounded like the first device did. The procedure was cancelled and rescheduled for (B)(6) 2021. Neither catheter ever entered the body. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of the rotapro atherectomy system. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, and burr were visually and microscopically inspected. Inspection revealed no damage or irregularities. Functional testing was performed by connecting the rotapro advancer to the rotapro control console system. When the ablation button was pushed, the advancer was not able to run and did not gain speed. A stall error was displayed on the console. The advancer was dismantled and the components inside the advancer were inspected. The turbine was found to be corroded. It was considered likely that the corroded turbine was attributable to being used during the procedure. Analysis was unable to identify the reported event as there was not enough evidence to definitely determine the primary cause.

Event description:
It was reported that the procedure was cancelled and rescheduled post sedation. Two 1.50mm rotapro catheters and a rotapro console were selected for use in an atherectomy procedure. The patient was sedated. During preparation, the first 1.50mm rotapro started at a rotation speed of 250,000 rotations per minute (rpm), but the burr sounded very slow. It also sounded like the speed was fluctuating up and down as if the device was working harder than usual. The speed on the console remained at 250,000 rpm this entire time. The system was disconnected and reconnected, the gas pressure was checked, and the system was turned back on. The catheter was exchanged for another of the same. The second 1.50mm rotapro started at 170,000 rpm then quickly dropped to 150,000 rpm. The burr sounded like the first device did. The procedure was cancelled and rescheduled for (B)(6) 2021. Neither catheter ever entered the body. No patient complications were reported.